Manufacturer narrative:
Alleged failure: blacks out intermittently. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable causing intermittent flickering and loss of image. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.